Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery not charging) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to loose bus bars p2 and p4 inside of the battery. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery charger or battery pack.

Event description:
A us distributor returned a battery charger and battery pack and reported that the charger was unable to charge a battery pack and that the battery pack was unable to hold a charge.